Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by an arthrex subsidiary employee via email that an ar-8925t syndesmosis tightrope xp button did not flip after insertion. The case was completed using another ar-8925t syndesmosis tightrope xp. This was discovered during a procedure on (B)(6) 2024. Additional information received on 12/5/2024: this was discovered during a syndesmosis repair procedure. The anchor was fully removed, and the case was not delayed.